Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the tip is damaged and there is a pinhole in the balloon 12mm from the tip. There is blood present in the inflation lumen, guidewire lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. The device failed to cross the lesion and when dilatation was performed right before reaching the area, the balloon ruptured on initial inflation at 8 atmospheres. The procedure was completed with a non-bsc device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. The device failed to cross the lesion and when dilatation was performed right before reaching the area, the balloon ruptured on initial inflation at 8 atmospheres. The procedure was completed with a non-bsc device and no patient complications were reported.